Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unk) with the device plugged into an ac outlet, but rec'd an "error 51" message. The staff continued to monitor the pt with the device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.